Manufacturer narrative:
(B)(4).

Event description:
It was reported that driver tip did not disengage from the implant. Procedure has been completed using another device.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative product evaluation: one implant and one driver tip were returned for investigation. Visual evaluation of the as returned device identified signs of use (bone and blood residue around the external threads of the implant). The two (2) devices were attached to each other and could not be separated. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not recorded on the per form. Bone density type is unknown. The reported implant was located on an unknown tooth site and was used for an unknown amount of time. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (biomet 3i dental implant IFU (p-iis086gi) rev j - 1/8/2022. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 1/4/2022. Information identified: warnings and precautions per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: (bnss313) DHR review for the lot 2018021839 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2018021839 for similar events and no other complaint was identified. Review completed utilizing keywords: 'functional : does not disengage/release' DHR review: (impdtl) DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (impdtl) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'functional : does not disengage/release' post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, a device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.